Event description:
Two patient samples with discrepant thyroid results. Sample 2: initial t-uptake gave 0.416 tbi; repeat gave 1.5 tbi. Erroneous results were not reported. The field service rep determined the cause for the discrepant results was due to an excess of folate reagent in the system, and performed multiple liquid flow cleanings. Performance tests were performed and within spec .

Event description:
Two patient samples with discrepant thyroid results. Sample 1, initial t4 gave 15.6 ug/dl; repeat gave 7.97 ug/dl. Initial t-uptake gave 0.410 tbi; repeat gave 1.3 tbi. Erroneous results were not reported. The field service rep determined the cause for the discrepant results was due to an excess of folate reagent in the system, and performed multiple liquid flow cleanings. Performance tests were performed and within spec.